Event description:
It was reported that there was a pericardial effusion during a transceptal procedure. Pericardiocentesis was performed and the physician was able to treat the vt arrythmias. Physician managed to complete the procedure, however patient developed ventricular fibrillation and due to the deteriorating heart condition, it resulted in death. Other medical intervention performed was CPR. The facility contact stated that none of bwi's products contributed to this incident.

Manufacturer narrative:
The customer was contacted by biosense webster field service engineer. The hospital ep lab staff stated that the stockert was not believed to be defective but it was hospital policy to get it checked out. Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.